Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: b3 (unknown- should be blank). Additional data: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The most likely cause for the reported event is the observed leakage of switch 1 prevented proper reprocessing of the device which contributed to the reported event. The event can be detected/prevented by following the applicable chapters in the instructions for use: detection method is described in gif-1100 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had foreign material on the adhesive of the autoclavable rubber. There were no reports of patient involvement.